Manufacturer narrative:
Analysis was performed on the returned device. The reported unintended system motion (plunger came out of the device after insertion) could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The returned device condition indicated the reported unintended system motion (plunger came out of the device after insertion) appears to be related to interaction with the patient anatomical conditions (calcification) such that contributed to the observed needle to cuff miss and subsequently, the plunger sprung back and came out of the device as reported. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, the whole plunger was coming out of the second prostyle device when the device was being inserted over the wire into the vessel. It was not possible to do step 1 and step 2. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Additional information reported that the perclose prostyle broke apart when it was inserted into the patient. The threads came loose and the product could not be triggered or used at all. Follow-up with the account confirmed that the "perclose prostyle broke apart" is referring to "the whole plunger was coming out of the device by inserting the device over the wire into the vessel". The plunger did not separate into two pieces. No additional information was provided.